Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, moderately tortuous superficial femoral artery lesion with 75% stenosis. A 5.5x60 mm armada 18 pta balloon dilation catheter (bdc) was advanced to the lesion. However, during the first inflation to 8 atm, a leak was noted at the hub, causing the balloon to not fully inflate. An additional 5.5x80 mm armada 18 pta balloon dilation catheter was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.